Event description:
The cardiologist attempted arteriotomy closure using a prostar xl 8fr. Device. When deploying the device, three needles presented at the hub. The inferior needle with green suture did not present. The cardiologist pulled the three presenting needles before noticing that the fourth needle was missing and had presented in the subcutaneous tissue. He located the fourth needle and removed it using hemostats inserted through the dermatomy. There was oozing around the device. The cardiologist began tying the white sutures for closure, however the suture snapped and tore when he pushed the knot down. At this point, he decided not to attempt closure with the green sutures due to poor hemostasis. He removed the device and suture and inserted an 8 fr. Sheath. A femstop belt was then applied for successful closure. The pt recovered with out incident.